Event description:
The tbm states the end user just received a recalled joystick replacement. She informed the dealer that the joystick is still operating erratically. The tbm will go out with the provider to check the issue ang provide additional information when available.